Event description:
Patient curlin pump replacement pt stated that current curlin pump is falling apart. No missed doses or adverse event reported. No further information provided. Lot number is unknown. Unknown what exactly patient means by falling apart. Unknown if device is on hand for return. Replacement device sent. Indication: dermatopolymyositis, unspecified, organ involvement unspecified. Reported to (B)(6) by pt/caregiver.